Manufacturer narrative:
Lot numbers are unknown. The complaint is unconfirmed.

Event description:
Report of right eye discomfort, redness and photophobia after 2 days lens wear and was seen at hospital and given rx chloramphenicol and cyclopentolate ointments. Post 5 days and not recovered. Diagnosed with white opacity/scar with mild staining noted as possible ulcer at peripheral/central cornea border. Lot number is unknown. Lenses returned with no defect found. Complaint is unconfirmed.